Event description:
During recommended troubleshooting steps, it was determined that the switch on the side of the computer was in the locked position. The switch was moved to the unlocked position, and the unit then operated as expected without any further issues. No additional pertinent information has been received to date.

Event description:
It was reported that there was an issue with the handheld computer. The handheld would reportedly not allow navigation past the main menu after turning on. As part of troubleshooting, the battery was taken out and put back in, but this did not resolve the issue. No additional pertinent information has been received to date.